Event description:
It was reported that approx 19 months after a coronary artery drug eluting stenting treatment procedure in-stent thrombosis occurred. During the index procedure, an unspecified size taxus express2 drug eluting stent (des) was implanted in the left circumflex (lcx). The lesion characteristics were not available. Approx nineteen months later, the pt suddenly fell ill, became briefly unresponsive and pulseless, CPR was performed and the pt was transported to the ER. An electrocardiogram (ECG) revealed acute inferior wall myocardial infarction (mi) with posterior extension. It was decided to perform emergency percutaneous coronary intervention (pci). The right femoral artery was accessed and coronary angiography was performed and revealed the lcx was completely occluded in the mid segmented vessel at the origin of the previously placed taxus stent. A choice extra support pt 0.014 guide wire was advanced and easily crossed the occlusion. It was placed into a cx obtuse marginal (om) branch and posterior lateral branch. Flow was re-established, but additionally a non-bsc aspiration catheter was used to remove a moderate amount of thrombus. There was some distal embolization to the posterolateral branch. Subsequently a non-compliant quantum 3.25x15mm balloon was positioned at the occlusion site. Numerous inflations were performed and optimal results were achieved with no residual stenosis, brisk antegrade flow throughout the vessel and no evidence of dissection. There was an abrupt cutoff in one of the posterolateral branches which the guide wire was advanced through several more times. After nitroglycerin and adenosine were administered, there was re-establishment of antegrade flow throughout the vessel. The procedure was successfully completed. Prior to the procedure the pt received heparin and during the procedure, the pt received integrilin. The pt was to continue on all current medications, which included atenolol, integrilin for 18 hours post-procedure as well as plavix and aspirin. The pt is reported as doing fine.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.